Manufacturer narrative:
The device is undergoing an evaluation but has not yet been completed.

Event description:
Wall outlet caused ultrasound system power cable to melt. Onsite customer engineer confirmed electrical outlet and wiring was old. Investigation details being collected for follow-up report; in process.